Manufacturer narrative:
According to the complainant, the device will not be returned for investigation. We are unable to determine, if any product condition could have contributed to the reported hospitalization and hypoglycemia. No lot release records were reviewed. As, the product lot number was not provided.

Event description:
It was reported, that the patient had been hospitalized with hypoglycemia. The patient's blood glucose levels reached 30 mg/dl, while wearing the pod. It was also reported, that the patient lost consciousness. The patient was treated with IV (intravenous) glucose. The patient was released the following day. The pod was worn, when seeking medical attention.